Event description:
I went in for a routine check of my boston scientific pacemaker model number u228 visionist srt-p that resulted in me going into safety mode and having to have an emergency surgery to replace the pacemaker. I am a heart failure patient and 100% dependent on my pacemaker. This is highly unacceptable as that I could have died! I was never notified about a recall.